Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): analysis revealed that the device did not meet expected longevity, the cause is unknown.

Event description:
It was reported that there was possibly premature battery depletion and an elective replacement indicator was triggered on the device. The device was extracted and replaced. No patient complications were reported as a result of this event.